Event description:
Complainant alleged that during a routine shift check by a clinician, the device gave a "release button" prompt while the paddles were connected to the defibrillator. Complainant indicated that there was no pt involvement in the reported malfunction.